Event description:
It was reported that an access sheath kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was) double curve were used. The was was advanced into the laa and after applying torque to advance the flx ball to the optimum location, a kink at the tip of the access system was observed. The was was removed from the patient and the procedure was successfully completed with a new was. No patient complications were reported.